Event description:
The customer reported an alarm and insulin shooting out of the tubing during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.